Event description:
Device delivery catheter was difficult to remove through the ipsilateral limb after the endograft was deployed. Attempts to remove the catheter after implantation resulted in separation of the inferior capsule. The pieces of the catheter were successfully removed from the body.